Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 5x120mm absolute pro ll self-expanding stent system (sess) was attempted to be used in the procedure; however, the stent prematurely deployed. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.